Event description:
It was reported that the customer was hospitalized due to a blood glucose level of 498 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin and fluids, and was released from the hospital on (B)(6) 2019 with no permanent damage. Reportedly, an occlusion alarm had occurred. The pump supplies were changed multiple times in an attempt to resolve the occlusion. Reportedly, the customer reverted to manual injections for insulin therapy.